Event description:
(B)(4). I forgot to mention my periods are a nightmare, with pain so severe it feels like labor without the epidural, especially when I pass clots, the size of a 2-3 month miscarriage. I get migraines regularly, and brains zaps (I guess that's what you call it when it feels like electric shocks shooting up to the top center of my head). I constantly have to urinate, but can't always get it to come out. I have no sex drive, except once or twice a year, but don't have sex because of pain and I cannot orgasm, only can reach the point...not cool. I had got a spigelian (sp?) Hernia which I believe came from getting essure, because of where it was located.

Event description:
(B)(4). I had my essure implanted in, I believe, (B)(6) of 2013. Within 3 months of getting it, I had so much pain that I couldn't even perform household chores for more than 5-10 minutes at a time, nowadays I'm lucky to last 2 minutes without having to take breaks for the pain to die down. I started seeing a pain management dr after 2 months of that, and for a while the hydrocodone, diclofenac, and muscle relaxers were helping. Then my arms and legs started feeling like they were dead, and I would have twitches a lot. I then saw a rheumatologist, who did blood work, and diagnosed me with an autoimmune disease that has no name. When I asked for a name, I was told that I have 2 proteins that are fighting against me. One attacking my nerves, the other my bones, joints, and muscles. I never knew what caused it, until recently, when on the news they showed where bayer admitted essure can cause autoimmune disorders. I haven't been able to test the effectiveness of this device because I'm unable to have sex anymore because of the pain, so I'm single which is getting lonely. Also, I'm losing hair, my eyesight, my memory, and lost (B)(6) lbs with no effort. I have developed such bad anxiety that it's hard for me to leave the house or even make important phone calls. I have no energy, and feel like depression is trying to set in; I fight it with all my might because I have a toddler who needs me, plus 3 grown children and 3 grandchildren. Then, there's the hives that I break out with, that accompanies a strong metal taste, right before my period. I wasn't even notified of the materials it is made of, just how safe out is haha; I'm allergic to nickel, which explains the hives and sporadic rashes. There are days that I burn so bad under my skin and may even feel like I have hot sauce running through my veins. Before essure, I was healthy and my only physical issues was heel spurs and a ruptured disc in my lower back. I was able to work long hours in a factory, now I can't wash a sink of dishes without feeling like I'm dying. My insurance paid for it, I hope they pay for the removal.

Event description:
(B)(4). I actually got implanted (B)(6) 2013, I just found out. I had a full hysterectomy leaving ovaries on (B)(6) 2016. The immediate improvements were being able to sit down and pee with no wait, and my sex drive is back...in overdrive. Now it sucks I have to wait for it. After a week, I noticed much of the brain fog has lifted, and I can think much clearer. My anxiety is getting better, I'm not afraid to leave the house all the time, but still much of the time. I have bangs past my eyes, made of only new growth that started a few months ago. I feel more at peace inside, although I do cry a lot still, but I think it's because my brain and new body need to communicate better. My most emotional progress is being able to sit down, or even go outside, and play with my three year old again...I haven't been able to do that for real in two years. I just couldn't get with it before. I'm so thankful that I'm getting my life back. Too bad I'm stuck with the autoimmune pain for the rest of my life though. I will update more in a few months, after I have more time to see what other improvements I get to have.